Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing overstimulation due to high impedances on the lead. The physician opted to replace the leads. While in the procedure, the leads were removed but the surgeon could not place the new paddle lead due to scar tissue. No new device was implanted. All explanted device components will not be returned.